Manufacturer narrative:
The ge svc rep checked the system over, but could not reproduce any problems with the c-arm. He checked the debuglog and found that the gib node was disconnecting. He checked the power on the ffb board. Only reading 4.8 vdc. Adjusted voltage to 5.08vdc. Also flashed all the nodes and re-loaded. He checked operation by performing multiple c-arm commands. Everything is working as intended.

Event description:
The customer reported that the system is locking up and will not boot-up completely. System was used during a case and needed to get another c-arm, to continue case. The customer stated that the pt was not injured.